Event description:
MFR received a letter from the claims representative of a facility alleging that a guest may have incurred medical expenses when a bathing seat collapsed. As a result of the incident, the client sustained a fractured rib.